Event description:
Patient had pain, bleeding, mobility, and inflammation. Very poor hygiene around implant, plaque and tarter noted all around length of implant. The implant was mobile for several weeks before patient presented to office, implant became mobile due to bone loss from poor hygiene.